Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 01/05/2017, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on (B)(6) 2016. Patient used an expired sensor. No additional event or patient information is available. Labeling indicates: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.